Manufacturer narrative:
The catheter was received with the spring tip stretched and the balloon latex torn through the central area. Due to the spring being stretched the tip is pulled over to one side of the catheter tip.

Event description:
The surgeon could not get the catheter out from the av fistelar. Vascular surgeon was called and managed to remove the catheter. Nurse had tested the balloon before use and the balloon is still functional, but curved when not deflated.